Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot. Potential causes for physical resistance were considered, including manufacturing, patient morphology/pathology and user technique. There is no indication that the manufacture of the device or user technique contributed to the reported event. The patient had a rotated heart, which contributed to a very anterior transseptal puncture and suboptimal cds positioning. This information suggests that the patient morphology/pathology contributed to the reported physical resistance during positioning attempts. The patient effects of atrial perforation and pericardial effusion are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the hole in the wall of the left atrium and the pericardial effusion that occurred during use with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, in a rotated heart. The transseptal puncture was performed and noted to be very anterior, but appeared to be good. The echocardiographer left the room for approximately 15 minutes. When he returned, the steerable guiding catheter (sgc) was already advanced across the septum. The clip delivery system (cds) was then advanced to the left atrium (la). The system was noted to be very anterior due to the transseptal puncture; therefore, the a/p knob, m/l knob and +/- knob were all used in an attempt to position the cds more posterior. When the system was in a good position, a pericardial effusion was observed. There was no issue steering the mitraclip system and no resistance noted at any point. The cds and the sgc were removed and the clip was not implanted. The patient underwent surgical mitral valve replacement. During surgery, a hole was observed in the wall of the la, and it is the physicians opinion that the hole was caused by the clip during positioning attempts. No additional information was provided.